Event description:
It was reported that the customer had a motor error during prime. Customer cleared alarm and stated that the pump was not exposed to a high magnetic field. Customer was advised to change the complete set. Customer was advised to deliver 5 units via fill cannula. Customer received another motor error alarm. The insulin was not cloudy or expired. Customer stated that the motor error occurred 4 times in the last 30 days. Customer will be sent a replacement. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No motor position encoder error alarm was noted on the alarm history screen.